Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This report is for an unknown biomaterial - cement: vertecem v+/unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that this was a thoracolumbar posterior fusion (th9 to l3) for the centrum fracture (l1) on (B)(6) 2022. The cement augmentation was performed to th9 and l3 with the fenestrated screw and the cement in question. The surgery was completed successfully without any surgical delay. Although initial fusion was stable, the patient complained of pain during rehabilitation. New fracture was confirmed by CT. Future treatment is undecided. The surgeon commented that the strong fusion may have caused the l3 to be overloaded and fractured, although the pain was not due to the implant and the cement. No further information is available. *remarks: (B)(4) are involved with the same event. (B)(4) (depuy spine): screw. (B)(4) (synthes spine): cement. Concomitant device reported: unk - screws: spine-us (part# unknown; lot# unknown; quantity: 1) this report is for one (1) unk - biomaterial - cement: vertecem v+ this is report 1 of 1 for complaint (B)(4).